Event description:
Boston scientific received information that this patient called our patient services group and reported that nine years ago when her device and leads were first implanted, one of the leads "split her vessel". She was asked to return six weeks later for a lead revision. Our records do not indicate a revision occurred, but the patient did confirm she had her additional surgery. The patient also reports that the whole ordeal of getting her device has been a "goof-up", and now that they've replaced her device, it's worse. Boston scientific has no further information as to whether our lead was involved with the reported allegations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.